Event description:
The customer observed positively biased crbm results on multiple pt samples on both the vitros 950 and 5.1 fs analyzers during a correlation study. Biased results of the magnitude and direction observed may lead ot inappropriate physician action. No biased pt results were reported, and there was no report of pt harm as a result of this event.